Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hyper and hypoglycemic episodes due to overcorrecting by the device's algorithm. The patient experienced a range of 45 to 319 mg/dl blood glucose resulting in feeling tired and crabby. The episodes were less than 90 minutes in length and were correctible by with apple sauce and the device's algorithm. The user discussed with the agent a plan on proper use of the device and corrections moving forward.